Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints didn't find any other complaint with possible lot numbers associated. The investigation was based on the user facility information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. (B)(4).

Event description:
It was reported that on attempting to close a puncture site with a 5f celt acd, the device failed after full deployment. No details on the exact mechanism of failure were included, however, the physician reported that hemostasis was achieved using manual compression. The physician reported that he ejected the implant and when the bleeding was seen, 10 minutes of manual pressure was applied and this dealt with the situation. The implant remains in the patient. The physician took no further action. The patient suffered no complications and was discharged the same day with no issues.